Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an investigation of the returned control printed-circuit board (pcb) and on the received service report. No distinct problem was reported, and no device logs were received for evaluation. Simulated-use tests of ventilation revealed no problems. Pre-use checks tests were successfully performed and completed. Simulated-use testing of ventilation ran for 2 weeks without any problems/deviations encountered. The control pcb was subjected to stress tests through mechanical pressure, as well as, cooling and warming without generating any deviations/errors. Our conclusion in this matter is that according to the conducted laboratory tests, the returned control pcb worked according to its specification. The cause for the customers issue has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Feb. 02, 2016 11:32 am (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator control printed circuit board (pcb) was replaced. The reason why the pcb was replaced is unknown. There was no patient involvement. (B)(4).